Event description:
It was reported that the insulin gauge was inaccurate due to not performing air removal step. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level had no adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.